Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, to correct g2 (healthcare professional was inadvertently selected), and to correct h10. Correction to h10: the customer's allegation of no image was not confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the reported phenomenon was not reproduced at the olympus repair department. However, the camera head was found damaged. Therefore, it is possible that an image was temporarily not displayed because water entered inside the device from the camera head. The event can be detected/prevented by following the instructions for use which state: "do not strike the camera head. The camera head may be damaged". Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found that the image was not displayed. Additional findings are as follows; water marks were on the inside of the charged coupled device (ccd); cable kinks and intermittent cable noise. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus, the 4k autoclavable camera head had no image displayed. The issue was found during preparation for use for a diagnostic procedure. The procedure was completed using a similar device. There were no reports of patient harm.